Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported battery failure (red alarm) issue has been completed. The impella device was received from the customer. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. Due to low/ flatlined voltage, battery 2 data is unavailable through ata or bq software. When console was booted for the first time, console alarms are consistent with what was seen in the field. Console interior connections were checked and verified. When visually inspecting the batteries and charger, it was observed that one of the batteries status leds were completely blank. Failed battery was checked, ocv was measured to be ~v2.9. Compared to the other battery where the measured voltage was ~16v. The decline in all cell voltages of battery 2 is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure (red alarm). No clinical details regarding resolution or patient involvement/condition were provided.